Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 102 mg/dl. The customer stated that they were running and the insulin pump was stored in a sock, in their pocket. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Insulin pump had cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker.